Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician intended to use a nc euphora ptca balloon catheter to treat a lesion in the proximal lad. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The protective sheath was on the stent when the device was removed from hoop and no difficulties was noted when removing the protective sheath. There were no difficulties noted when removing the packaging stylette from the device. The device was inspected with no issues identified. Negative prep was performed with no issues noted. Resistance was encountered when advancing the device. Excessive force was not used during delivery. The physician used 50/50 concentration of contrast / saline during the procedure. The nc euphora balloon traveled through the lms in the guide catheter. The lms had no significant calcification or extraordinary tortuosity. It was reported that the physician was unable to advance the nc euphora through the stent through the proximal lad stent section and decided to remove the balloon and found difficulty passing through the guider. The delivery balloon was removed with difficulty by pulling through the guider with negative pressure. It was described that the balloon was noticed to be inflated with negative pressure after removal. It was also reported that the balloon would not deflate outside the patient's body. The guidewire was not damaged on removal from the patient. There was no injury to the patient as a result of the event.

Manufacturer narrative:
The device was prepped as per IFU. The balloon was advanced up the guide catheter without problems <(>&<)> through the lms without problems. A stent was implanted in the proximal lad during that same procedure. The nc euphora was to be used to post-dilate the stent which had been implanted in the proximal lad. There was no significant tortuosity or calcification in the proximal lad pre or post stent. The physician decided to remove the balloon on negative pressure and found it difficult to pass the device through the guider. The balloon was noted to be inflated post removal difficulties. On inspection, the balloon appeared to be inflated, but it was still on negative pressure. It was also noted that the balloon would not deflate outside on the scrub table. The device was not moved or re-positioned in the lesion. The guidewire was not damaged on removal from the patient. A new nceup3512x was used and carried out the post dilatation of the stent without issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the balloon folds were partially opened indicating pressure may have been inadvertently introduced into the balloon during preparation. The balloon folds may have been further disturbed during advancement leading to the difficulties delivering the device across the stent. Negative prep was performed with no issue noted. The device inflated and deflated without issue. There was no damage evident to the balloon. There was no stretching evident to the balloon bond. No deformation was evident to the distal tip. Original lot # corrected from previously reported; corrected from 213769865 to 213756648. If information is provided in the future, a supplemental report will be issued.